Event description:
It was reported the physician placed one lead for atrial procedure. However, the physician was unable to advance the second lead due to pt anatomy and scar tissue. The procedure was extended for approximately 45 minutes. The pt had some procedural pain which is subsiding.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.